Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision. Interrogation revealed that the right ventricular lead exhibited high pacing impedance and oversensing. It was noted that the lead was not properly seated in the header. The lead was repositioned in the header during procedure on (B)(6) 2020. The patient was discharged.